Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implantable pump. It was reported that they suspected the catheter was not working correctly. The environmental, external or patient factors that may have led or contributed to the issue as well as the diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was the catheter was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.